Event description:
A pt claims that their initial cancer diagnosis was based on months of elevated hcg levels on "an abbott laboratories test". Apparently, the pt was in their seventh month of chemotherapy.